Manufacturer narrative:
H10: additionally, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing with no issues noted. Priming along with flow and pull tests were performed with no issues noted. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which observed a leak in the gland of the y-site clearlink. The reported condition was verified in the photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from a port. This was observed during patient infusion with carboplatin. The leak led to staff exposure to cytotoxic medication. The clothes were changed and the skin was washed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.